Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call indicating that he was hospitalized due to low blood glucose. Customer's blood glucose at time of incident was 39 mg/dl. The customer ate something and got sick and could not stop throwing up so he went to emergency room visit. Customer's blood glucose at time of admission was 200 mg/dl. Customer was admitted to the hospital. Customer drank (B)(6) to stay hydrated because he could not keep anything down and hadn't eaten anything. The customer was not able to finish troubleshooting had to go to an appointment.